Manufacturer narrative:
B3. Date estimated with month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 1 month following the transcatheter bioprosthetic aortic valve implant non-structural valve dysfunction specific to aortic stenosis was reported. Severe hemodynamic valve deterioration included an increase in mean gradient >= 20 millimeters of mercury (mm hg) from baseline and a mean gradient  >= 30mmhg. Patient symptoms were not reported. Approximately 8 days following the initial report of this event, a valve revision occurred via the right femoral access. The pre-existing medtronic valve was revised with another valve. The manufacturer of the active valve was not known.

Event description:
It was reported that approximately 5 years and 1 month following the transcatheter bioprosthetic aortic valve implant non-structural valve dysfunction specific to aortic stenosis was reported. Severe hemodynamic valve deterioration included an increase in mean gradient >= 20 millimeters of mercury (mm hg) from baseline and a mean gradient >= 30mmhg. Patient symptoms were not reported. Approximately 8 days following the initial report of this event, a valve revision occurred via the right femoral access. The pre-existing medtronic valve was revised with another valve. The manufacturer of the active valve was not known. Additional information was reported that the primary mode of failure of this valve was structural valve deterioration. 5 years and 23 days following the implant of this valve, a second non-medtronic transcatheter bioprosthetic aortic valve was implanted valve-in-valve. Additional information received indicated the patient was discharged from the recovery room the day following the valve-in-valve revision.

Manufacturer narrative:
Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Product analysis: the suspect complaint device remained in the patient at the time the investigation was completed; therefore, a return product analysis was not performed. The reported event is inconclusive/undetermined; an effective investigation was not possible as insufficient information was provided to identify the failure mode. A comprehensive review of the device history records for the device associated with this reported event was performed. In this instance no manufacturing issues or signals, that may have been causative in considering this issue, were identified. Conclusion: the device IFU was developed from the product risk documentation as is the product labelled adverse events document. There was no identified inadequacy with the device IFU in relation to this event. Neither the product design nor the manufacturing processes of the medtronic device were identified as the cause of the event; therefore, the cause of the event is undetermined. It was not possible to determine the cause of the event from the information provided. The complaint investigation determined this event was foreseen in risk management and included in monitoring/trending. Stenosis is a known potential adverse effect per the device IFU. Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non-structural dysfunction (e.g. Pannus, obstruction, etc.). Several f actors can contribute to the onset and propagation of either failure mechanism such as patient medical history (e.g. Age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. A conclusive root cause could not be determined. High gradients can be related to valve related factors (e.g. Degeneration, thrombus, calcification, etc.) Or non-valve related facto rs (e.g. Left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). Stenosis likely contributed to the high gradients, but a conclusive cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 1 month following the transcatheter bioprosthetic aortic valve implant non-structural valve dysfunction specific to aortic stenosis was reported. Severe hemodynamic valve deterioration included an increase in mean gradient >= 20 millimeters of mercury (mm hg) from baseline and a mean gradient >= 30mmhg. Patient symptoms were not reported. Approximately 8 days following the initial report of this event, a valve revision occurred via the right femoral access. The pre-existing medtronic valve was revised with another valve. The manufacturer of the active valve was not known. Additional information was reported that the primary mode of failure of this valve was structural valve deterioration. 5 years and 23 days following the implant of this valve, a second non-medtronic transcatheter bioprosthetic aortic valve was implanted valve-in-valve. Additional information received indicated the patient was discharged from the recovery room the day following the valve-in-valve revision.

Event description:
Additional information received indicated the patient was discharged from the recovery room the day following the valve-in-valve revision.

Manufacturer narrative:
Updated data: b5: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: a2 updated data: b2 b5 h6 - annex e, annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that the primary mode of failure of this valve was structural valve deterioration. 5 years and 23 days following the implant of this valve, a second non-medtronic transcatheter bioprosthetic aortic valve was implanted valve-in-valve.